Event description:
On (B)(6) 2006, the patient was implanted with three gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2013, computed tomography images revealed a 3cm aneurysm sac enlargement (6 to 9cm) since 2006 with no visible endoleak. On (B)(6) 2013, an additional procedure was performed whereby two additional devices were implanted for proximal and distal extension. Final angiography showed exclusion of the aneurysm with no endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the aneurysm enlargement could not be determined with the provided information.